Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the cam gear assembly was found to be damage. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) found that the saw did not operate when connected to a motor and cable. The cam gear assembly was missing teeth on the gear. The saw was not repaired as it has reached the end of service life. If additional information on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.